Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint could not be confirmed. The sample was not available and only the history log was analyzed. A terumo 50 ml syringe was inserted, and was filled to 26ml. The infusion started with a rate of 3ml/h at 10:33 am. The infusion was stopped at 4:24 pm. The line was purged, one time. The infusion started again with 3 ml/h and at 6:51 pm the pre-alarm "syringe near empty" occurred. The infusion was stopped. At this time, 25 ml was infused. The syringe was extracted. No other abnormalities were found in the device history.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "overinfusion" "users informed b.braun on the (B)(6) 2022 of the incident and only made available the pump available on the 23rd june to extract history logs. Users mentioned that the 50ml terumo syringe with 30ml frusemide was completed earlier than expected with a rate of 3ml/hr based on the dose set. Based on history log, initial volume of the syringe was 26ml (based on stepper motor) at 1028 hours (line no. 3215) , a purge volume of 1ml was initiated at 1634 hours (line no. 3239, 3240), total volume infused was 25ml at 1852 hours (line no. 3259). No discrepancies observed. User mentioned that after this incident, a new 50ml terumo syringe with 30ml frucimide was loaded but subsequently found it to be empty. Based on history logs, a 50ml terumo syringe was loaded at 1854 hours (line 3267) but based on the stepper motor position at 1854 hours (line 3268), the initial volume of the syringe was 0ml. Pending technical check by b.braun's engineer. Patient condition is not affected."

Event description:
As reported by the user facility information by bbm sales organization in singapore: "overinfusion" "users informed b.braun on the (B)(6) 2022 of the incident and only made available the pump available on the (B)(6) to extract history logs. Users mentioned that the 50ml terumo syringe with 30ml frucimide was completed earlier than expected with a rate of 3ml/hr based on the dose set. Based on history log, initial volume of the syringe was 26ml (based on stepper motor) at 1028 hours (line no. 3215) , a purge volume of 1ml was initiated at 1634 hours (line no. 3239, 3240), total volume infused was 25ml at 1852 hours (line no. 3259). No discrepancies observed. User mentioned that after this incident, a new 50ml terumo syringe with 30ml frucimide was loaded but subsequently found it to be empty. Based on history logs, a 50ml terumo syringe was loaded at 1854 hours (line 3267) but based on the stepper motor position at 1854 hours (line 3268), the initial volume of the syringe was 0ml. Pending technical check by b.braun's engineer. Patient condition is not affected."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint could not be confirmed. The sample was not available and only the history log was analyzed. A terumo 50 ml syringe was inserted, and was filled to 26ml. The infusion started with a rate of 3ml/h at 10:33 am. The infusion was stopped at 4:24 pm. The line was purged, one time. The infusion started again with 3 ml/h and at 6:51 pm the pre-alarm "syringe near empty" occurred. The infusion was stopped. At this time, 25 ml was infused. The syringe was extracted. No other abnormalities were found in the device history.